Event description:
Pt reported that device accessories (infusion sets) are breakig at the connector near the device, and that their blood glucose levels have been elevated as a result of this. No treatment was received by pt.